Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing low blood glucose (bg) levels in the 40's (mg/dl). To treat the bgs, the customer consumed juice or carbohydrates. Additionally, the customer received assistance from a family member due to being disoriented. Reportedly, the customer adjusted the pump settings; however, the customer continued to experience low bg levels. The suspected cause of the low bg level was unknown; however, customer reported that the use of fast acting insulin, and the rate of insulin being delivered may have been the cause. In addition, the customer reported that the pump was "too aggressive" and took a long time for the customer's bg level to return to target range. Although requested, the customer declined to perform troubleshooting with tandem technical support. Recommendation was made to consult with health care provider regarding adjusting the profile settings. Reportedly, the customer used manual injections for insulin therapy.